Manufacturer narrative:
Product recall initiated aug 21, 2007. No product is being returned for evaluation.

Event description:
Doctor reported he has a patient who is 7 months s/p her left knee acl reconstruction and has complaints of a symptomatic cyst. Patient had a MRI and she will need to have surgery to remove the cyst and likely bone-graft her defect. However, the acl is doing very well.